Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for blood leakage with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot #6298817 and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that blood leaked out the back of the wingset of 21g x 0.75" bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter. No blood exposure to mucous membrane. No injury or medical intervention.